Manufacturer narrative:
The insulin pump was returned with a cracked end cap. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to cracked end cap. However, the insulin pump was received with normal operating currents and passed self-test and a21 error test. No unexpected a12, a45 and a52 alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm clock monitor frequency error and software error. Customer's blood glucose at time of incident was 180 mg/dl. Customer received clock monitor frequency error and advised to perform rewind process again but received software error alarm and unable to complete shooting because of the alarm. Customer stated the alarm did not occur while trying to change setting on pump using paradigm pal software. Customer stated the alarm occurred when attempted to rewind pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.